Manufacturer narrative:
At this time, the product is not expected to be returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited an increase in threshold measurements. The patient complained of chest pain. It was suspected that the lead perforated the patient's thin atrial wall. Surgical intervention was performed and the lead was explanted and replaced without incident.